Manufacturer narrative:
(B)(4).

Event description:
It was reported that a wire/needle/cannula that was damaged or missing occurred. The sensor was inserted into the leg on 2024. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a missing/detached wire occurred. The sensor was inserted into the leg, which is off label usage of the device, on (B)(6) 2024.. Product was provided for investigation. An external visual inspection was performed and failed. The allegation was confirmed due to the finding of a detached/missing sensor wire. The probable cause could not be determined. No injury or medical intervention was reported.